Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold crease, wear abrasion, crack opening on valve, delamination of valve. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve and delamination of diaphragm flange disk assessed as adhesive failure, further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device was explanted.